Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found the hemoglobin (hgb) lyse reagent syringe had leaked. The fse replaced the 5 reagent syringe assembly to resolve this issue. After servicing the instrument, the fse ran a startup and controls; all results were within specifications. Failure mode of this event was hgb lyse syringe. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report that their coulter act 5diff cp analyzer leaked about 10-15ml of clear fluid found underneath the tray in the bath area and on the counter. The customer has an exposure control plan in place. The operator was wearing gloves and gown. There was no biohazard exposure to mucous membranes or open wounds. Per customer, qc run prior to this event was within range and review of the provided qc summary for the normal and high levels confirms this. No erroneous results were generated in connection to this event. No death or injury was associated with this event